Event description:
The bronchoscope was returned for repair with the complaint that after two procedures, two pts had developed infections. The physician stated that he had encountered this problem for the first time about a yr ago. In that incident which occurred in 1995 (which was not reported to co) the scope was flushed with sterile saline, the effluence was cultured and the resulting cultures presented 3 organisms. The identity of the organisms were not discussed or available to co. In this recent event, the dr reported that 1 pt was on antibiotics and another developed bronchitis following the procedure which resulted in prescribing antibiotics for the 2nd pt. Both pts are reportedly doing fine. Xanthanomonas maltophilia and flavobacterium meningosepticum were the organisms identified. These organisms are reported by the dr to be identical to those organisms cultured from the prior unreported event in 1995. The dr stated that the scope was cleaned very carefully following the first incident last yr and no further problems were reported until recently.